Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states up arrow button is intermittent. The customer stated, the their is no significant events leading to keypad issues. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instructions. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.